Event description:
It is reported that pt underwent hip replacement 10 years ago. Pt was revised in 2008, due to wear.

Manufacturer narrative:
Eval summary: devices and x-rays are not available for review. Pt info like weight, details of activity level are not known. Exact cause for current situation is not known. Cause cannot be definitively determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.